Manufacturer narrative:
H4: the lot was manufactured between september 19, 2023 ¿ september 20, 2023. H11: the actual devices were not available; however, a photograph and videos of sample(s) were provided for evaluation. A visual inspection was performed, and dust inside bag(s) were observed. The reported condition was verified. The cause of the condition could not be determined; however, may be due to variations of the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported "dust" was observed in an unknown quantity of exactamix 500 ml eva tpn bags during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.